Event description:
It was reported that the device became stuck on the wire. A 2.1mm jetstream arthrectomy catheter jetwire were selected for an atherectomy procedure. During the procedure, the control system locked during withdrawal (rex mode). The guidewire became stuck in the system. The procedure was completed with another of the same device. There were no patient complications reported. The patient was stable post procedure